Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reporter that the procedure was performed to treat a lesion in the distal left anterior descending (lad), with moderate calcification, mild tortuosity and 90% stenosis. After pre dilating the vessel with a 2.5x12mm semi compliant balloon, the 2.5x15mm xience prime stent was used at 10 atmospheres. A 3.0x12 mm non-compliant balloon was used for post dilatation and a distal edge dissection was noted. Another 2.5x18mm xience prime stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.